Manufacturer narrative:
Device was initially received for the complaint that the internal clock battery was not holding date and time. During investigation found the device's downstream occlusion (dso) seal was separating. This malfunction makes the event reportable. The review of event log found that no information in log. There was no 12-month service history reported. The visual and functional testing were performed. During investigation found the dso seal was separating from the plate, and it was replaced. The downstream occlusion (dso)/ upstream occlusion (uso) sensor calibration was performed. The unit passes all performance verification testing. The software was updated and the unit reset to standard configuration.

Event description:
It was reported that the internal clock battery was not holding date and time and the event occurred during testing. During investigation found the device's downstream occlusion (dso) seal was separating. This malfunction makes the event reportable. There were no patient involvement and adverse event reported.